Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site, resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics at the implant site (date not reported). The implanted device remains. This report is submitted january 13, 2017.